Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during evaluation the loaner department found the protection sleeve was broken. There was no patient involvement. This complaint involved one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 395.902. Lot: 8888536. Manufacturing site: bettlach. Release to warehouse date: 04.april 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 1.25mm/1.6mm protection sleeve (part # 395.902 / lot # 8888536) was received at us cq. The diameter 1.25mm drill guide of the device has broke off the main body. The hard-solder that joined the sleeve to the body failed. The received condition was consistent with the complaint condition thus the compliant was confirmed. Device failure/defect identified? Yes; drill guide was broken off the body. Hard-solder failed. Dimensional inspection: dimensional inspection was not performed due to post-manufacturing damage conclusion: the overall complaint was confirmed for the received 1.25mm/1.6mm protection sleeve (part # 395.902 / lot # 8888536) as the 1.25mm drill guide broke off the body. The hard-solder that joined the sleeve to the body failed. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces leading to the device breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.